Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that their replacement is scheduled for (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient reported that stimulator helped about 60% so it never worked completely and the pain was still there, patient got device for back pain. Patient reported that he had moved and lost the patient programmer (patient currently has order with foundation care to replace lost patient programmer)and had non-device related surgery/problems going on so he had eventually stopped charging and using the implant. Patient said about 2 years ago was when he noticed that the implant wouldn't charge up anymore and implant hadn't been charged since then. Patient said he needs an MRI but the MRI had been delayed because of not having a patient programmer and the implant battery being dead. Patient confirmed MRI (of head) not device related, patient said he had non-device related pain that MRI was being done to address. Patient's reason for call was to ask for mdt rep's info. The patient was redirected to their healthcare provider to further address the issue. Pss redirected patient to hcp to address possible od and also sent email to field with patient's situation. Additional information was received from the patient and it was reported that the circumstances that lead to the ins going dead was illness and change in activity level. A manufacturing representative (rep) helped jumpstart and charge. The issue is temporally resolved. The battery is 6 years old and both the charger and battery will not fully charge or retain charge. Date scheduled for replacing battery.